Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive and that an unspecified malfunction occurred. Subsequently, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was 108 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction and data error alert issues were verified. Based on the analysis, the alleged touch screen issue could not be verified.